Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent a procedure to implant a trapease filter. Additional information received in the patient profile form (ppf) alleges that there are blood clots, clotting and/or occlusion of the ivc and that the device is unable to be retrieved. There are no documented attempts to remove the filter. The ppf also indicated that the patient is experiencing anxiety related to the device. The indication for the filter implant was pulmonary embolism (pe). The device was implanted into the patient¿s right femoral vein and deployed in the infrarenal ivc, there were no reported immediate complications. Approximately five months after the index procedure that patient was admitted to the hospital for complaints of chest pain and shortness of breath (sob). Chest x-ray (cxr)showed cardiomegaly with pulmonary vascular congestion. One week later the patient was again admitted with complaints of sob. Cxr revealed asthma and the cardiac contour upper normal to mildly enlarged with central vascular prominence and accentuation of the lung markings within the bases. Approximately one month later the patient was admitted with chest pain, cxr revealed no acute pathological process. Nine days later the patient was again admitted with chest pain. Cxr showed no acute pathology and a computerized tomography (CT) angiogram of the chest was essentially a negative CT angiogram with no evidence of pe, aortic dissection or aneurysm. Approximately two months later a cxr and CT of the chest were performed for complaints of chest pain, both were negative for an acute process and the CT showed no evidence for a pe. Two and a half months later imaging performed for complaints of chest pain revealed no acute pathology and mild cardiac and central vascular prominence. A bilateral lower leg ultrasound was also performed and was negative for a dvt. Approximately two months later the patient was admitted for complaints of chest pain, cxr showed cardiac and central vascular prominence, no evidence of acute intrathoracic pathology. Approximately two months later a CT scan performed for complaints of chest pain showed no evidence for pe, aortic dissection or aneurysm. X-ray of the neck revealed no acute abnormality. Approximately one month later the patient was admitted for complaints of chest pain, a cxr documented as a negative examination, CT scan of the chest for sob revealed no pe, aortic dissection or aneurysm. An echocardiogram performed during that admission showed that the left ventricle was normal in size. Mild left ventricular hypertrophy, left ventricular ejection fraction, low normal 50-55%, right ventricle normal in sized and function. Bilateral lower leg ultrasound showed no evidence of a dvt. Approximately two weeks later, the patient was admitted with complaints of chest pain, cxr revealed an enlarged cardiac silhouette, no central congestion, no infiltrate, and no edema. One week later that patient was seen at the hospital for complaints of sob. A cxr revealed pulmonary congestion with acute parenchymal disease and an enlarged cardiac silhouette. Nine days later a CT scan of the chest report indicated a limited but grossly unremarkable CT pulmonary angiogram. Cxr at that time indicated central venous prominence. Approximately four and half months later the patient was admitted for complaints of chest pain and sob. The patient ruled the patient out for a myocardial infarction and was diagnosed as exacerbation of chronic obstructive pulmonary disease (copd) that had resolved. Cxr showed persistent cardiomegaly, bibasilar crowding and atelectasis. An abdominal CT scan performed for complaints of abdominal pain showed that the heart is not enlarged, the lungs are clear, no pericardial effusion, the ivc filter was visualized and well positioned, there was diverticulosis but no diverticulitis. The patient was discharged after two days. Approximately one and half months later a cxr was performed for complaints of chest pain, no acute cardiopulmonary process was seen. Approximately one month later the patient was admitted to the hospital for four days with acute exacerbation of copd, a cxr revealed no acute cardiopulmonary process. CT scan of the chest showed cardiomegaly with no evidence for pe. Approximately three weeks later the patient was admitted with sob, cxr showed enlarged cardiac silhouette, but no acute pulmonary process. The patient was discharged from the facility. Approximately three weeks after the last admission, the patient was admitted to the hospital with chest pain and hypoglycemia, cxr showed pulmonary vascular congestion. The patient was worked up and cleared for discharge two days later. One month later another admission for substernal chest pain, cxr revealed no acute disease process. Eighteen days later the patient was admitted for chest pain, which resolved without intervention. The patient at that time requested to have the ivc filter removed. A consult with radiology indicated that the filter was permanent and could not be removed and sited the CT scan performed five months earlier, noted the filter to be in good position, there were no fractures or clots noted. One month later the patient was admitted to the hospital with complaints of chest pain, work-up could not find the etiology. Approximately two weeks later a cxr was performed for complaints of chest pain and showed no acute cardiopulmonary process. Approximately five months later the patient was admitted to the hospital for chest pain and sob, cxr revealed cardiomegaly with mild central vascular congestion. A bilateral lower extremity ultrasound was negative for dvt. A cxr was performed for percutaneous intravenous central catheter (PICC) line placement verification, the indication for the line placement has not been documented in the medical records. A CT angiogram of the chest showed a high probability for pe and the patient was started on xeralto. The medical records suggest that a ventilation perfusion scan was performed, but the results and /or confirmation of the scan being performed were not provided. The patient¿s medical history is significant for morbid obesity, hypertension, congestive heart failure, asthma, diabetes, sleep apnea, chronic pain syndrome and opioid dependency deep vein thrombosis (dvt) and pe. The patient has a right sided peripheral intravenous central catheter, the reason for the catheter has not been provided. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pulmonary embolism and filter occlusion are known long term complications associated with filter implant and are listed as such in the instructions for use (IFU). Clotting, deep vein thrombosis, pulmonary emboli and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and a device malfunction could not be confirmed. Anxiety, chest pain, copd and right atrial enlargement do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the patient profile form (ppf), the patient¿s medical history is significant for morbid obesity, hypertension, congestive heart failure, asthma, diabetes, sleep apnea, deep vein thrombosis (dvt) and pe. The patient has a right sided peripheral intravenous central catheter, the reason for the catheter has not been provided. The patient has had nineteen documented admissions for complaints of chest pain and shortness of breath since the filter implant. Chest x-rays and chest CT scans were negative for an acute cardiopulmonary process. However, in one admission a CT scan of the chest suggested probability of a pe and recommended a ventilation perfusion scan. It is unknown if the test was performed or what the results showed. The patient has had bilateral lower extremity ultrasounds during those admissions that have shown to be negative for dvt. Additional information received in the patient profile form (ppf) alleges that there are blood clots, clotting and/or occlusion of the ivc and that the device is unable to be retrieved. There are no documented attempts to remove the filter. The ppf also indicated that the patient is suffering from mental anguish associated with the device in addition to pain, suffering, future additional injuries, fear that the implant has moved or will move and cause injury or death. The indication for the filter implant was pulmonary embolism (pe). The device was implanted via the right femoral vein and deployed in the infra-renal ivc. There were no immediate complications reported. The product is unavailable for analysis. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent a surgical procedure to implant a trapease filter for the treatment of a pulmonary embolism. The device was implanted into the patient¿s right femoral vein. The device was positively identified by the patient¿s medical records. On or about two years and eleven months after implantation of device, the patient was diagnosed with acute exacerbation of chronic obstructive pulmonary disease (copd). On or about three months after the diagnosis of copd, the patient experienced severe chest pains. This injury was diagnosed where her inferior vena cava (ivc) filter was noted as well. During this visit, it was stated that the patient¿s ivc filter could not be removed. Two months later, the patient was again diagnosed with severe chest pains. A checkup was done and revealed the patient had right atrial enlargement. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. The product was not returned for analysis. Additionally, as the sterile lot number was not available, the device history record (DHR) review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Exacerbation of copd is a sudden worsening of copd symptoms. These symptoms may be triggered by an infection with bacteria, viruses or environmental pollutants. Abdominal pain also does not represent a malfunction of the device. There is also no indication that right atrial enlargement reported by the briefing is related to the device. Clinical factors that may have influenced these events include patient, pharmacological, or other comorbidities and are not necessarily related to the implantation of the filter. Without available films or medical records for review we are unable to confirm correlation of the related complaints with the device. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. (B)(4).

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease filter for the treatment of a pulmonary embolism. The device was implanted into the patient¿s right femoral vein. The device in the plaintiff was positively identified by the patient¿s medical records. On or about two years and eleven months after implantation of device, the patient was diagnosed with acute exacerbation of chronic obstructive pulmonary disease (copd). On or about three months after the diagnosis of copd, the patient experienced severe chest pains. This injury was diagnosed where her inferior vena cava (ivc) filter was noted as well. During this visit, it was stated that the patient¿s ivc filter could not be removed. Two months later, the patient was again diagnosed with severe chest pains. A checkup was done and revealed the patient had right atrial enlargement. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body.